Event description:
The customer's relative reported via telephone call that there was a hospitalization due to low blood glucose and that the blood glucose had been fluctuating. The blood glucose reading at the time of the incident was 20 mg/dl and at the time of the call was 366 mg/dl. The customer was taken the hospital and treated with glucose tablets. The customer treated for the high blood glucose with a bolus. The relative reported that the drive support disk was normal and recessed, the insulin was clear and that the insertion site was not sore or irritated. The cannula was not bent, but there was blood at the insertion site. The insulin pump passed the high pressure test. The relative was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The relative was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08715 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Cracked case on display window corners,minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.